Manufacturer narrative:
(B)(4). Negative pressure error message was observed. The unit was changed two (2) days later.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pressure module would not zero. The customer continued to use the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The field service representative (fsr) sent a replacement pressure pod to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was able to zero the pressure module with lab use only (luo) transducer simulator (test fixture) and with luo pressure sensor connected. The module passed automated test equipment (ate) testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.